Event description:
Per rptr, apparently, the donor blood and transport solution tested positive for pseudomonas aeruginosa, but after exposure to the antibiotic cocktail, the cocktail and co-processed tissue cultured negative, so the processor felt that the tissue was sterile and releasable. There were two recipients who received valves from this donor. Both, rptr believes were children. One apparently presented with heart trouble and pneumonia (organism unknown). This pt developed an infection with the pseudomonas organism within a couple days of the 12/29/92 implant. (Blood and wound cultured positive). Surgical debridement was done, then a bleeder developed secondary to the debridement, so the pt underwent an operation to close the bleeder. After a long course, and after transfer to another hosp, the pt was discharged in 2/93, and returned a week later with the same infection. The infection apparently finally resolved and the pt is alive; 2/95 was the last known assessment. (See 1008027.) Date implanted 12/29/92.